Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. Additional information was received indicating that the reason for abandoning this lead was due to noise noted on the electrogram (egm). No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.